Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Nurse from adult center is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. Nurse stated the customer's expected fasting blood glucose test result range is in the 200's and their non-fasting range is 270 - 350 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 09/13/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6).